Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded within the bilateral cornu and the left proximal fallopian tube are symmetrical, metallic, malleable, coiled wires consistent with essure coils.") In a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of multi gravida, uterine fibroids, chronic cervicitis, obesity, leiomyoma, multiparous, pelvic pain and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (robot assisted laparoscopic/converted to open totalhysterectomy,bl salpingectomy done on (B)(6) 2020). Essure was removed. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.687 kg/sqm. [Pathology test] on (B)(6) 2020: diagnosis: uterus, left fallopian tube, hysterectomy and salpingectomy: mild chronic active cervicitis with dilated endocervical glands. + proliferative phase endometrium. Adenomyosis. Multiple leiomyomata. Fallopian tube without pathologic diagnosis. Specimens source: uterus, cervix, left and right fallopian tubes. Clinical information: diagnosis/clinical information: uterine fibroids. Procedure/source: robot assisted laparoscopic hysterectomy, converted to open total hysterectomy, bilateral salpingectomy. Gross examination: labeled "uterus, cervix, left and right fallopian tubes" is a disrupted and distorted 1242 gram uterus including the cervix with attached left pink, fimbriated fallopian tube received in multiple pieces, 20.0 x 26.6 x 11.5 cm in aggregate. The right fallopian tube is not present attached to the uterus or separately in the container). The serosa is tan with multiple subserosal bulges up to 9.5 x 9.5 cm. The cervix is 4.0 x 3.7 cm with tan, moderately hemorrhagic, smooth, ectocervical mucosa. Sectioning of the cervix reveals multiple smooth lined cysts filled with tan mucous. The endometrium is 8.1 to 8.4 cm. The myometrium is up to 12.5 cm with multiple tan-white, whorled, intramural and subserosal nodules, 0.3 x 0.3 x 0.3 cm to 11.6 x 11.0 x 9.5 cm. Hemorrhage and necrosis are not present, the remaining myometrium is partially rough and fibrous with cystic pockets of hemorrhage. Embedded within the bilateral cornu and the left proximal fallopian tube are symmetrical, metallic, malleable, coiled wires consistent with essure coils, 3.0 x 0.2 cm. The left fallopian tube is 9.5 x 6.8 cm with an attached smooth lined cyst filled with clear watery fluid, 6.4 x 0.4 cm. Chief complaint/hpi 45 year old g8p6. Patient presents for post op visit. Patient is 3 weeks post op. Tlh w/ bilateral salpingectomies performed on (B)(6) 2020 patient complains of ongoing lower pelvic pain since surgery date. Also complains of vaginal odor and occasional pink discharge when she wipes. Last menstrual period: (B)(6) 2020x7days approx. She presented for post-op. The procedure performed was tlh/ salpingectornies. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded within the bilateral cornu and the left proximal fallopian tube are symmetrical, metallic, malleable, coiled wires consistent with essure coils.") In a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of multi gravida, uterine fibroids, chronic cervicitis, obesity, leiomyoma, multiparous, pelvic pain and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (robot assisted laparoscopic/converted to open total hysterectomy,bl salpingectomy done on (B)(6) 2020). Essure was removed. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.687 kg/sqm. [Pathology test] on (B)(6) 2020: diagnosis: uterus, left fallopian tube, hysterectomy and salpingectomy: mild chronic active cervicitis with dilated endocervical glands. + proliferative phase endometrium. Adenomyosis. Multiple leiomyomata. Fallopian tube without pathologic diagnosis. Specimens source: uterus, cervix, left and right fallopian tubes. Clinical information : diagnosis/clinical information : uterine fibroids procedure/source: robot assisted laparoscopic hysterectomy, converted to open total hysterectomy, bilateral salpingectomy. Gross examination: labeled "uterus, cervix, left and right fallopian tubes" is a disrupted and distorted 1242 gram uterus including the cervix with attached left pink, fimbriated fallopian tube received in multiple pieces, 20.0 x 26.6 x 11.5 cm in aggregate. The right fallopian tube is not present attached to the uterus or separately in the container). The serosa is tan with multiple subserosal bulges up to 9.5 x 9.5 cm. The cervix is 4.0 x 3.7 cm with tan, moderately hemorrhagic, smooth, ectocervical mucosa. Sectioning of the cervix reveals multiple smooth lined cysts filled with tan mucous. The endometrium is 8.1 to 8.4 cm. The myometrium is up to 12.5 cm with multiple tan-white, whorled, intramural and subserosal nodules, 0.3 x 0.3 x 0.3 cm to 11.6 x 11.0 x 9.5 cm. Hemorrhage and necrosis are not present, the remaining myometrium is partially rough and fibrous with cystic pockets of hemorrhage. Embedded within the bilateral cornu and the left proximal fallopian tube are symmetrical, metallic, malleable, coiled wires consistent with essure coils, 3.0 x 0.2 cm. The left fallopian tube is 9.5 x 6.8 cm with an attached smooth lined cyst filled with clear watery fluid, 6.4 x 0.4 cm. Chief complaint/hpi 45 year old g8p6. Patient presents for post op visit. Patient is 3 weeks post op. Tlh w/ bilateral salpingectomies performed on (B)(6) 2020 patient complains of ongoing lower pelvic pain since surgery date. Also complains of vaginal odor and occasional pink discharge when she wipes. Last menstrual period: (B)(6) 2020x7days approx. She presented for post-op. The procedure performed was tlh/ salpingectornies. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.